Event description:
On (B)(6) 2020, the surgeon treated the right eye of a (B)(6) year-old male glaucoma patient with the omni surgical system (catalog no. 1-102, lot no. 1008143). On (B)(6) 2020 the surgeon noted a choroidal detachment/vitrous hemorrhage in the patient's treated eye. The initial surgery with the omni device "went smoothly" with no known issues during the case, according to the surgeon. The patient was referred to a retina specialist. In a follow-up discussion with the surgeon, the patient was reported to be "happy" and no further intervention was reportedly required. The surgeon also stated that the patient's iop was now at 8mmhg; no maculopathy; trace of vitreous hemorrhage; and best corrected visual acuity was 20/40. The patient was still under "observation." The follow-up information is current as of december 11, 2020.